Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: it was observed that the cam01 monitor did not switch on; the incident was due to a faulty battery and ac platine (ac input board assembly). The DHR review has been deemed satisfactory. Date of manufacture: aug 2009. The reviewed service history documentation for cam01 monitor serial number (B)(4) has identified no impact on complaint incident. No trend has been identified. Conclusion: the reported failure was confirmed; during investigation it was observed that the failure of the cam01 monitor to switch on was due to a faulty battery and ac platine (ac input board assembly). As part of the repair, the battery and the ac input board assembly were replaced. The cam01 monitor was calibrated and functionally tested to specifications prior to return to customer. The reported incident was verified and duplicated.

Event description:
It was reported that the cam01 monitor did not switch on. The problem occurred on (B)(6) 2016. It is unknown if the device was in contact with a patient and if a patient was injured. It was also unknown if this event led to an increase in surgery time. The last repair of the device was on (B)(6) 2016. The device was returned for further investigation. Additional information regarding clinical impact is pending.